Event description:
It was reported that this right ventricular exhibited noise which was oversensed. Some pacing inhibition had been noted however noise was unable to b recreated in clinic. Reprogramming the sensitivity was discussed. It was subsequently reported that pacing inhibition continued to be observed due to oversensed noise. Clavicular crush damage was suspected. The lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.